Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while performing an upper endoscopy esd procedure, she experienced a problem with the air support on her olympus evis x1 video system center. According to the initial reporter, when she attempted to turn off the air supply, the front panel was unresponsive. Reportedly, this same failure occurred several times throughout the procedure. The customer noted that whenever she turned off the unit and restarted it, the issue went away completed. Following that reset, the procedure was completed without any reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus and evaluated, and the reported phenomenon was not duplicated / confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that automated calibration was malfunctioning, touch panel detection thresholds fluctuated, touch panel motion became unstable, and responded poorly and mis-responded. Olympus will continue to monitor field performance for this device.